Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: h6 (type of investigation, investigation findings, and investigation conclusions). Engineering evaluation summary: a DHR review was performed, and no related non-conformances were found. A product evaluation was unable to be performed, as the device remains implanted. No imaging or medical records were provided for evaluation. Bioprosthetic valve regurgitation and/or stenosis can be attributed to structural valve deterioration and/or nonstructural valve dysfunction (nsvd). Per technical summary (B)(4), rev a, structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Nsvd is any abnormality not intrinsic to the valve itself that results in dysfunction of the prosthetic valve. The term nonstructural dysfunction refers to problems that do not directly involve valve components yet results in dysfunction of the prosthetic valve; such problems can include entrapment by pannus, tissue, or suture, malposition, thrombosis, technical errors, or patient prosthesis mismatch. Based on the available information, a definitive root cause of the failure of valve could not be conclusively determined. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve is under evaluation for a valve in valve procedure after an implant duration of seven months, four days due to stenosis. The tavr has not been scheduled.

Manufacturer narrative:
H10: additional manufacturer narrative: the subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.